Event description:
Erroneous troponin results reported in 28 patients. Technician got suspicious and re-ran troponin levels and tried to calibrate the machine; however calibration of the device failed. All tests were stopped and all physicians notified that lab results could be incorrect. One patient was sent for cath lab procedure; however the procedure was stopped before it began. Several patients were given heparin that was not needed and treatment was discontinued when correct results were received.